Manufacturer narrative:
Investigation summary: review of the provided patient files confirmed since (B)(6) 2024, the presence on the ventricular channel of non-physiological artefacts leading to ventricular over-sensing. Ventricular electrical measurements were within specification; pacing and coil (rv and svc) impedances remained stable at 500 ohms and capture threshold was below 1v. Observations of the device¿s memory can be suggestive of a ventricular lead integrity issue. Since the lead was not returned for investigation, the exact root-cause of the event could not be determined. A field safety notice was issued on isoline leads in january 2013 related to internal insulation breach and could explain the oversensing origin observed on the right ventricular channel.

Event description:
Reportedly, during the routine follow-up on (B)(6) 2024, it was confirmed that a charge was executed due to ventricular noise. Shock was not delivered. No patient symptoms.